Event description:
It was reported the pump was returned due to battery depletion; end of life. Per pump logs provide, the pump was examined on (B)(6) 2013 and the estimated elective replacement indicator was 2 months. There was no patient injury reported and the patient recovered without sequela. The device system was used to deliver morphine, fentanyl and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4). Analysis of the pump found related to the fluid path there were reservoir access issues due to residue, during or after internal decontamination. During the initial decontamination process, it became hard to aspirate and fill the pump. Precipitate was found in the fluid path. Analysis of the catheter found no significant anomaly; it was incomplete/ returned in segments.